Manufacturer narrative:
The returned device was evaluated and inspection of the soft cannula found no bends or kinks. Fluid was able to freely flow through the fluid path. A leak test was performed and no leaks were found. Timeouts were seen in the download data. No alarms were generated and no drive stalls occurred. During the investigation the device delivered a 5 unit bolus and did not replicate the timeouts. Inspection of the device found no issues that would contribute to timeouts. The cause of the timeouts could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient applied a new pod.